Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a call service alarm 064 issue. Reportedly, the patient had blood glucose reading of 457 mg/dl with symptoms of nausea, vomiting and abdominal pain. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and allegedly the patient had remained on pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. It was reported that the pump alarmed for call service 064 once. The reporter was instructed to reboot the pump and allegedly was able to complete the prime step and successfully performed an air bolus without any alarms. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to a use error issue in that the customer did not clear a call service alarm as per instruction for use.

Manufacturer narrative:
The pump has not been requested for returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.